Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump presented an upstream occlusion alarm during use with an unspecified baxter set. The reporter stated the set was replaced to resolve the issue. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.